Manufacturer narrative:
Concomitant medical products: cook dilation syringe, unknown rpn. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device; a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure the balloon would not hold pressure and a steady stream of water was observed on the distal end of the balloon. During a visual inspection, a rupture was observed through the length of the balloon material. A visual inspection of the catheter showed no kinks/bends. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Over inflation can be a cause of a rupture in the balloon material. The instructions for use warn the user: "during dilation, do not inflate balloon beyond maximum indicated inflation pressure." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action; corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. The balloon broke at 20 mm [during inflation]. The following was received 6/12/2017: the physician used a cook syringe and inflated the balloon to 20 mm/90 psi in the patient for an esophageal dilation.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device; a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure the balloon would not hold pressure and a steady stream of water was observed on the distal end of the balloon. During a visual inspection, a rupture was observed through the length of the balloon material. A visual inspection of the catheter showed no kinks/bends. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material damage is inadequate lubricant applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. A possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use state: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Application of negative pressure will also aid in balloon preservation and optimize balloon performance. Balloon material damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ over inflation of the balloon can be a cause of bursting of the balloon. The instructions for use warning the user: "during dilation, do not inflate balloon beyond maximum indicated inflation pressure." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. The balloon broke at 20 mm [during inflation].